Manufacturer narrative:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost approximately 150 ml of blood. It was reported that there was no long-term harm to the patient. No additional medical treatment was required due to the blood loss. The complaint reported dialysate fluid leaking out of the filter after 30 minutes of processing. Medivators quality assurance reviewed batch records of the reported lot and no abnormalities were identified. The unit was not returned and no photo evidence was provided for internal analysis by medivators qa, thus the complaint was not confirmed. Medivators remains in close contact with (B)(4). Continued investigation is underway. This is a (B)(4) region-specific event. There have been no recent complaints of hemofilter leaks reported from the u.s. This complaint will continue to be monitored in the medivators complaint handling system. Facility information: (B)(6).

Event description:
(B)(4), distributor of hemofilters in (B)(4), reported that while a facility was using the medivators hf 1200, a patient lost 150 ml of blood. It was reported that there was no long-term harm to the patient.